Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints found. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and elevated iop associated with excessive vault was noted. The lens was exchanged for shorter one and the problem was resolved. Patient's last ucva was 20/20.